Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the arm. The stated that he had a hypoglycemic event with shaking and disorientation. He then noticed the sensor error after the symptoms started. His wife called emergency medical services (ems), a doctor came, and the patient was given a glucose injection. At the time of the report, the patient was feeling better. The sensor insertion date was not provided. Data was provided for investigation. A review of performance data shows that the patient's low alert was set to 60 mg/dl and was enabled but set to vibrate only. The patient's no readings alert as well as his always sound feature were both disabled. At 12:21 pm (B)(6) 2021, the patient received a visual urgent low soon alert with an estimated glucose value of 75 mg/dl. Five minutes later, the patient received a second visual urgent low soon alert, this time with an egv of 65 mg/dl. At 12:31 pm, the patient's estimated glucose values dropped below the low alert threshold and he received another visual urgent low soon alert with an egv of 59 mg/dl. At 12:36 pm, the patient's estimated glucose values dropped below the urgent low alert threshold and he received a visual urgent low alert with an egv of 49 mg/dl. At 12:41 pm, the patient received a second urgent low alert, this time at half volume, with an egv of 48 mg/dl. At 12:46 pm, the patient received a third urgent low alert at full volume with an egv of 43 mg/dl. The patient continued to receive urgent low alerts at full volume every five minutes until 2:01 pm. None of these alerts were acknowledged. The patient experienced sensor error from 1:46 pm to 2:05 pm but did not receive a no readings alert as this alert was disabled. At 2:06 pm, the patient stopped the sensor session and began a new session. Once the warm-up phase for this new session was complete two hours later, the patient's estimated glucose values returned to a stable range (i.e., neither above nor below the high and low alert thresholds). The reported complaint of sensor error for more than an hour was not confirmed. The root cause of the hypoglycemic event could not be determined as data investigation shows that the patient received all intended alerts including audible alerts prior to the onset of sensor error, which is when the patient reportedly began experiencing symptoms. The device performed as intended and functioned within specifications and patient settings. No additional patient or event information is available.